Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during an unknown process step. It was unknown if the patient was connected during the time of the event. Per the registered nurse, the caregiver stated that there were repeated unknown system errors and air in the lines. Renal therapy services initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.